Manufacturer narrative:
Investigation pending.

Event description:
Customer reports discrepant results with meter. Date: (B)(6) 2010, inratio: 1.3, retest inratio: 2.0. Retest done 20 minutes after initial meter result. Pt taking antibiotics.